Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review could not be conducted as the sterile lot number was not provided.

Event description:
As reported, a (B)(4) mynx control vascular closure device (vcd) plug was deployed intravascularly. The patient underwent a peripheral angiogram and had intervention done on the left superficial femoral artery. The mynx vcd balloon was prepped 3 times. The procedure used a retrograde approach. A long unknown interventional sheath was exchanged for a short non-cordis 6f sheath in the right groin, and the device was then inserted into the shorter sheath. The vessel was 5mm. The balloon was then inflated showing the white black white inflation indicators. The physician pulled back on the short sheath until the tension indicator allowed for sealant deployment. As soon as the line indicator allowed for deployment, the physician depressed button #1 all the way until the clock showed on the top of the device. The patient had slight oozing around the mynx device at this time while the device was set into the patient for two minutes. The deployer maintained proper tension on catheter while tamping, and did not over tamp. No contrast or imaging was used to confirm balloon placement. The physician used gauze to contain the oozing of blood during that time. After the two minutes, the bleeding around the mynx device stopped, and the balloon was deflated, button #2 was pressed and the device was withdrawn. After device withdrawal, the patient's femoral artery was ejecting streams of blood. Hemostasis was achieved after 25 minutes of manual compression. It was noted by the nursing staff that the patient had mottling of the right leg, with ultrasound confirming absence of pulses. The physician used ultrasound to reveal a white substance within the patient's femoral artery and compared the material with nearby calcifications. Vascular surgery was consulted, and after assessment of the patient they decided a cutdown and physical removal of the mynx plug was necessary to restore adequate blood flow to the patient¿s right leg. Peripheral non-cordis stents placed in the superficial femoral artery. The patient is stated to be recovered and in good condition. The physician is currently in training for use of the mynx device. The device is not being returned as it was previously discarded in the hospital.

Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) plug was deployed intravascularly. The patient underwent a peripheral angiogram and had intervention done on the left superficial femoral artery. The mynx vcd balloon was prepped 3 times. The procedure used a retrograde approach. A long unknown interventional sheath was exchanged for a short non-cordis 6f sheath in the right groin, and the device was then inserted into the shorter sheath. The vessel was <5mm. The balloon was then inflated showing the white black white inflation indicators. The physician pulled back on the short sheath until the tension indicator allowed for sealant deployment. As soon as the line indicator allowed for deployment, the physician depressed button #1 all the way until the clock showed on the top of the device. The patient had slight oozing around the mynx device at this time while the device was set into the patient for two minutes. The deployer maintained proper tension on catheter while tamping, and did not over tamp. No contrast or imaging was used to confirm balloon placement. The physician used gauze to contain the oozing of blood during that time. After the two minutes, the bleeding around the mynx device stopped, and the balloon was deflated, button #2 was pressed and the device was withdrawn. After device withdrawal, the patient's femoral artery was ejecting streams of blood. Hemostasis was achieved after 25 minutes of manual compression. It was noted by the nursing staff that the patient had mottling of the right leg, with ultrasound confirming absence of pulses. The physician used ultrasound to reveal a white substance within the patient's femoral artery and compared the material with nearby calcifications. Vascular surgery was consulted, and after assessment of the patient they decided a cutdown and physical removal of the mynx plug was necessary to restore adequate blood flow to the patient¿s right leg. Peripheral non-cordis stents placed in the superficial femoral artery. The patient is stated to be recovered and in good condition. The physician is currently in training for use of the mynx device. The device was not returned for analysis as it was discarded. A product history record (phr) review could not be conducted as the lot number was not provided. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ and subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis, and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, vessel characteristics (vessel diameter was less than 5mm) and handling factors (physician was in training with the device) may have contributed to the intravascular deployment and subsequent vascular occlusion reported. A vascular occlusion is a known potential complication following an interventional procedure and is listed in the mynx control instructions for use (IFU) as such. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynx have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (< 5 mm in diameter). As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.